Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. It was noted that transmissions were not coming through due to special characters left on the pacemaker from a previous firmware upgrade. No intervention was performed. The patient was in stable condition and no patient consequences were reported.

Event description:
New information revealed the device was explanted on (B)(6) 2020. The patient was stable before, during and following the procedure.

Manufacturer narrative:
The field event of special characters left on the device from a previous cyber-security upgrade was confirmed. It is consistent with user error and use of older versions of the available software. No device problem found.